Event description:
The patient was implanted with a left ventricular assist device. An (B)(4) report was received which stated: "hemolysis likely s/t lvad pump thrombus, ldh 3294, hgb plasma 180 this am, jaundiced on exam, vad alarm with power 19, pi 17 this am per history power up 22 earlier this am with no alarm, svo2 down 36%, started on milrinone." A device tracking form was also received, which indicated that the patient expired due to multi system organ failure and sepsis.

Manufacturer narrative:
The attached user facility report was received from the (B)(4) registry. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.